Event description:
It was reported by the affiliate that (1) tct75 was used during a right hemicolectomy procedure. It was reported that the knife did not work and the instrument neither stapled nor cut. There was no pt consequence.